Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: h6 - [cause traced to component failure] was incorrectly reported as [cause traced to manufacturing] in previous report.